Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer replaced the flow sensor to resolve the reported issue. The gas delivery system (gds) was returned for failure investigation. Visual inspection of the gds revealed that the unit was missing the data acquisition (da) board and the oxygen (o2) valve solenoid. There were no signs of damage or contamination. The gds was tested and it was found that the reported issue was caused by the u1 air flow sensor being out of specification. The u1 was replaced to correct this failure. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during the air flow accuracy test of performance verification testing (pvt), the device was set to 10 slpm and measured 10 slpm; however, an outside certified measured 18 slpm. The ventilator was not in use on a patient at the time of the reported event.